Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery halfway through her bolus. The patient's blood glucose at the time of incident is unknown. The customer was able to clear the alarm and resume insulin pump therapy. She mentioned that she had not changed the set, reservoir, or insulin, and she was advised to do so. No products were returned or replaced.